Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and functional analysis was performed on the returned device. The reported deflation issue was not confirmed as the device inflated and deflated as expected. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints. The investigation was unable to determine a cause for the reported deflation issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a calcified lesion in the right superficial femoral artery. Following atherectomy and balloon angioplasty with unspecified balloon catheters, a 3.0 x 200 mm armada 14 percutaneous transluminal angioplasty (pta) balloon catheter was advanced to the lesion with no reported resistance. The balloon of the pta balloon catheter was inflated once to nominal pressure; however, failed to deflate. The unspecified indeflator was switched to a syringe and the balloon was fully deflated. On removal of the balloon with no reported resistance, a further inflation was made at the proximal lesion. While there was no reported issue with inflation, the balloon failed to deflate again. The balloon was successfully deflated with the use of a syringe. The pta balloon catheter was removed and no further intervention was reported. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.